Manufacturer narrative:
Pump powered up properly after battery installation. Pump passed the self test, sleep current measurement and active current measurement. Pump was monitored and no blank display noted. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There is no battery related alarms or alerts recorded in the formatted history file for the event date of 19-aug-2025. In further review of the formatted history file 1 week prior to the event date of 19-aug-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 08/14/2025 06:53:52.000. 08/14/2025 11:53:52.000 to 08/14/2025 11:59:41.000. 08/14/2025 12:00:17.000 to 08/14/2025 12:23:00.000. 08/14/2025 16:17:06.000 to 08/14/2025 16:30:00.000. 08/14/2025 19:07:42.000. Failed battery alert/battery failed alarm was found on: 08/14/2025 06:53:53.000. 08/14/2025 11:55:06.000 and 08/14/2025 11:55:48.000. 08/14/2025 12:00:01.000 to 08/14/2025 12:12:55.000. 08/14/2025 16:15:10.000 to 08/14/2025 16:20:11.000. Pump error 68 alarm was found on: 08/14/2025 16:31:03.000. 08/14/2025 16:41:00.000. Pump error 49 alarm was found on: 08/14/2025 16:31:03.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power battery. Pump error 68 alarm and pump error 49 alarm were expected since the pump power was lost. No unexpected failed battery alert/battery failed alarm, pump error 68 alarm and pump error 49 alarm noted during testing. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the vibrator assembly noted. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Customer alleged for blank display was not confirmed. However, during visual inspection, corrosion was found on the vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump had no display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer stated that no damage to the battery cap or compartment. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.